Manufacturer narrative:
Date of event is unknown as it was not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported by the surgeon that while performing an anterior side cut procedure in the patient¿s left eye the system experienced an error message and did not allow completion of laser treatment.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Field service specialist (fss) visited the account after the reported event and checked laser. Fss was able to confirm issue confirmed when using doctor's surgical parameters however, could not reproduce the error with default laser settings. Fss replaced z galvo motor and driver electronics to correct z galvo position check error. Tested with doctor's surgical parameters as well as default parameters and no errors were reported. Z galvo position check error issue was resolved. While on site found laser beam was intermittently unstable and replaced galvo block with new style galvo block to correct unstable laser beam and yellow overlay issue. While on site performed spot size measurement to verify objective performance. System meets all factory specifications.